Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range impedance measurements of greater than 2500 ohms. The lead was examined and noted a slight bend in it, so it was abandoned and replaced. To date, there have been no additional adverse patient effects reported.